Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm hp experienced 2 cases of leakage, and 2 cases of insufficient cannula length. The following information was provided by the initial reporter: they leak insulin the whole time in use. Make skin bubble up like it is only under 1st layer of skin. We can't keep using these because it isn't delivering the insulin correctly so not enough units are being delivered.

Event description:
It was reported that pen ndl 32g 4mm hp experienced 2 cases of leakage, and 2 cases of insufficient cannula length. The following information was provided by the initial reporter: they leak insulin the whole time in use. Make skin bubble up like it is only under 1st layer of skin. We can't keep using these because it isn't delivering the insulin correctly so not enough units are being delivered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. Investigation summary: customer returned a total of 19 pen needles. All were 4mm, 32 gauge nano pen needles. 14 had been used while 5 were unopened and labeled as being from lot 0106048. No visual defects to the needles were observed. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needle. The saline flowed as intended through the system. None of the pen needles were clogged and they did not leak once all pressure was pushed out of the system. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of leakage. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of difficulty operating the pen needles. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of skin irritation. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of difficulty operating the pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0106048 . Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-15. Medical device lot #: 0260329. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-16.

Event description:
It was reported that pen ndl 32g 4mm hp experienced 2 cases of leakage, and 2 cases of insufficient cannula length. The following information was provided by the initial reporter: they leak insulin the whole time in use. Make skin bubble up like it is only under 1st layer of skin. We can't keep using these because it isn't delivering the insulin correctly so not enough units are being delivered.